Event description:
During a kit inspection, the sales representative reported that the self tapping primary open polyaxial screw came apart. He was unsure if this happened during the cleaning process or somewhere else. There were no patient impact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. Product was not implanted. Evaluation is pending upon completed investigation of the product.